Event description:
It was reported that the external pulse generator displayed a self-test error when it was powered up. Some troubleshooting was done to determine cause of the error (electrical short or defective keypad). The biomedical engineer felt that the product was restored to service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.